Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on november 18, 2021. Attorney reporter alleged that in (B)(6) 2019 , insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer chest pain, nausea, vomiting, diabetic ketoacidosis and acute coronary syndrome which required emergency medical treatment for three days. The insulin pump failed to deliver insulin, it was also alleged that the retainer ring and locking mechanism were defective. They also had mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. The reservoir and the insulin pump will not be returned for analysis.